Event description:
It was reported that the customer was hospitalized due to high blood glucose of 32mmol/l. It was stated that the customer is at the perfusor and is not using the insulin pump at this time. Troubleshooting was performed, and the insulin pump had a low battery. It was mentioned that the customer had a bent cannula. The nurse and the customer believe that the insulin pump is not malfunctioning. It was mentioned that the customer bolused 10.0 units and the blood glucose did not drop. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.